Manufacturer narrative:
Initial and final MDR 1912290 - MDR 3003442380-2024-14081 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that between (B)(6) 2024 the patient experienced issue with three infusion sets were fell off during use. The area of insertion was cleaned and air-dried. The infusion was set in use for 1 day. The blood glucose level was 150 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.